Manufacturer narrative:
The investigation did not identify a product problem. The specific cause of the event could not be determined. The issue did not recur after the service actions.

Event description:
There was an allegation of questionable dhea-s results from the cobas 6000 e601 module. Patient 1 initial result was >1000 pg/ml. The repeat result with a 1:5 dilution was 424.6 g/dl. Patient 2 initial result was >1000 pg/ml. The repeat result with a 1:5 dilution was 651.2 g/dl. Patient 3: initial result was >1000 pg/ml. The repeat result with a 1:5 dilution was 429.2 g/dl. On (B)(6) 2024: patient 4 initial result was >1000 pg/ml. The repeat result on (B)(6) 2024 after recalibration was 393.5 g/dl. Patient 5 initial result was >1000 pg/ml. The repeat result on (B)(6) 2024 after recalibration was 272.1 g/dl. Patient 6 initial result was >1000 pg/ml. The repeat result on (B)(6) 2024 after recalibration was 356.7 g/dl. For patients 4-6, the questionable result was not reported outside of the laboratory. The repeat results were believed to be correct.

Manufacturer narrative:
The reagent lot number was 79098. The expiration date was not provided. The field service engineer decontaminated the prewash module of the analyzer and cleaned the bead mixer washing station qc and precision checks were carried out and the results were acceptable. The investigation is ongoing.